Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician performed the ultrafiltration unit calibration and after the test was completed, the equipment was put back into use. No further device or service information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. The patient's weight was 72.5 kg before dialysis, and the ultrafiltration was set at 1.2 l/4h. The weight was 70.4 kg after dialysis. The theoretical ultrafiltration should have been 0.9 l, but the actual ultrafiltration was 2.1 l, indicating an over filtration of 1.2 l. There was no report of patient injury or medical intervention associated with this event. No additional information is available.